Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 1 month. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list driveline infection, pocked infection and local infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump / driveline infection, related to (B)(6) which was found in the patient's blood on (B)(6) 2012. The infection resolved on (B)(6) 2013 by way of drug therapy. At the time of the event, the patient's white blood cell count was 7.60 and temperature measure at 98.40. The patient remains ongoing with the implanted pump.